Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received atp therapy due to noise. The patient also has received physical therapy due to extensive shoulder surgery at the same side of the device. The patient is scheduled for lead replacement.